Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for son via phone call that the insulin pump had a white flashing display. The patient¿s blood glucose level was 115 mg/dl at the time of the incident. Customer reported that pump beeping and flashing white and the red led was flashing as well. Customer is calling back with blank display after receiving new battery cap. Customer reports display is flashing. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in section was incorrect with the initial report. The correct information has been provided with this report. Insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display due to flashing white light on display. Unit was received with scratched case and minor scratched lcd window.